Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose level of 20 mg/dl, cause unknown. Customer addressed low bg by consuming carbohydrates. Customer was also provided with a d10 in vein by emsa. Reportedly, the pump was reset and customer continued to use pump for insulin therapy.